Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable due to the patient not charging as recommended. As a result, surgical intervention may be pending to address the issue.